Event description:
This report was received from (B)(4) and is a spontaneous report of peritonitis from an e-steps clinical trial from (B)(6) of peritonitis in a patient coincident with dianeal (B)(4) pdi solution for peritoneal dialysis therapy. On an unreported date, the patient experienced infectious peritonitis. The event has been recovered. No further information is available.

Manufacturer narrative:
(B)(4). The complaint was not confirmed. No device malfunction or use error was identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed.